Manufacturer narrative:
Internal report reference number: (B)(4). Sections with additional information as of 13-may-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Corrected sections as of 13-may-2020: b2: adverse event report is being submitted due to symptoms related to diabetes - excessive thirst, urinary frequency, fatigue, and weakness. H1: type of reportable event corrected from "malfunction" to "serious injury". H3: device was returned to manufacturer for evaluation corrected from "yes" to "no".

Manufacturer narrative:
Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-30: user applied blood to strip before inserting strip into meter. Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - able to establish contact with customer and stated no longer having symptoms.

Event description:
Consumer reported complaint for e-3 error code and for assistance with performing a blood test. Customer stated that the e-3 error had occurred more than once. During the call, a blood test was performed by the customer and produced test result of 553 mg/dl using meter. Customer was not concerned with result being too high. At the time of the call, the customer reported having symptoms of increased thirst, increased urination, and feeling weak/tired. Customer had disconnected the call. Call was escalated to technician; when technician called customer back, customer stated that he had called his pcp, and that the doctor wanted customer to come to the office that day. Customer had called the doctor due to the symptoms.